Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when they tried to prime, the pumps occluded and caused the downstream occlusion alarm. There was no patient involvement and harm reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical evaluation found damaged (detached) downstream occlusion (dso) seal. Error history log showed downstream occlusion messages. There was a primary problem with defective dso sensor. The dso sensor and seal were replaced.